Event description:
End user advised ansell healthcare llc that after using excite stimulating gel, she suffered irritation and soreness. She went to her gyn dr and was advised it was a chemical burn. No medication was prescribed but advised her to soak in tub of water with vinegar.